Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had had saline damage, will not power on. A getinge field service engineer (fse) stated customer reported machine would not power on. Upon inspection, he found some type of fluid damage to the machine. Performed a full inspection of components, and it was determined the power management board, solenoid driver board, and printer board, all had damage. These parts were all replaced and the machine was tested for multiple hours to ensure it had no other issues from the fluid damage. A pm was also due, and a full pm, calibration, functional, and safety tests were all performed. The measurement details can be found on pm service order (B)(4). It is unknown if there was patient involvement.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power on and had has saline damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.